Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the coating of the non-bending section of the insertion tube (ig serpentine coil) was peeled by an area of 1 millimeter square or more. This is attributed to deterioration. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of issue of dent in the insertion part. There is no reported harm to any patient or persons. Upon evaluation of the returned device, the coating of the non-bending section of the insertion tube (ig serpentine coil) was observed to be peeled by an area of 1 millimeter square or more. This medwatch is being submitted for the reportable issue of ig serpentine coating peeling for an area of 1 millimeter square or more as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.